Event description:
The customer reported that the temperature light was not on. Asp customer care advised the customer to check the temperature with an external thermometer. There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other - capital equipment, evaluated at customer site. The fse found heater fuse on microprocessor board bad. The fse replaced fuse and waited for temperature light to come on. Temp light came on within 10 minutes.